Event description:
A sample was measured on a hemocue glucose 201 dm system giving the result 2.8 mm and at the approximately the same time, a sample analysed on blood gas analyser cobas roche b221 measured 4.9 mm. No pt impact is reported.

Manufacturer narrative:
The investigation performed at hemocue on the analyzer provided by the customer showed that the system operated within specification. The alleged malfunction could not be confirmed. Several attempts have been made to get more data from the reporter but there has been no response. It is not possible to continue the investigation without additional data.